Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd autoclavable camera head presents an artifact image when moving the cable during an ear, nose and throat (ent) operation. The tower and camera head were removed and replaced with alternative equipment and the operation was completed successfully. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
Establishment name: (B)(6). The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and suspected to be an internally damaged cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.